Event description:
On (B)(6) 2022, the reporter of the lay-user/patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra 2 meter would not power on. The complaint was classified based on the customer care agent (cca) documentation. The reporter alleged that the power issue began on sunday (B)(6) 2022 at 9 pm. The reporter informed the cca that the patient manages her diabetes with a combination of medication (unspecified type and dose) and stated that she continued taking here usual pills with water at 9 pm. The reporter claimed that immediately after the alleged issue occurred, the patient started to feel ¿fatigue, sleepy and could not talk very well¿. The symptoms continued overnight, and the patient woke up on monday still feeling the same way. The patient decided to call the emergency medical services (ems) at 2 pm and on 2:10 pm a ¿high¿ blood glucose reading on the ems meter was obtained. The reporter did not remember the exact reading. The patient arrived at the emergency room (ER) at 2:15 pm and the reporter stated that an unspecified medical test was performed, and that the patient received an unspecified serum at 5 pm. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time and there was no indication of misuse to the device. The cca established that the meter did not turn on when the patient inserted the test strips nor did the meter turn on manually when the power button was pressed. The cca concluded that the batteries did not need replacing and the issue remained unresolved. A replacement meter was sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.